Event description:
A patient reported changes in stimulation and strong stimulation from their evoke spinal cord stimulation (scs) closed loop stimulator (cls), following a recently completed cls revision procedure. It was confirmed that plasma blade was used in the previous cls revision. The cls was replaced and the patient¿s therapy was restored.

Manufacturer narrative:
The device was not returned for analysis. The evoke scs system surgical guide states: "do not use electrosurgical techniques, such as electrocautery, over the leads or cls, as this may cause tissue damage at the lead site and result in severe injury or cause damage to the cls." During the patient¿s cls revision surgery, a plasma blade (electrosurgical device) was confirmed to be used. This may have led to cls damage post-operation. Without a returned device, it is not possible to confirm cls damage and definitively determine a root cause for the reported changes in stimulation.